Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was mis-programmed during therapy. The nurse chose a product of 20 meq/1000 ml when they product being administered was 20meq/500 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.